Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that j-loops failed to flush or draw without large amounts of force three times during caregiver's shift could not be verified due to the product not being returned for failure investigation. A device history record review for model 22003e-07 lot number 20036335 was performed. The search showed that a total of 17603 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that pressure rated ext set bonded ss 8.5 was clogged on 3 occasions. The following information was provided by the initial reporter: material no: 22003e-07 batch no: 20036335 it was reported that j-loops failed to flush or draw without large amounts of force three times during caregiver's shift. Event description per email states: per caregiver, "multiple j-loops failed to flush or draw without large amount of force, initially seemed to not flush at all. X3 issues this shift.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pressure rated ext set bonded ss 8.5 was clogged on 3 occasions. The following information was provided by the initial reporter: material no: 22003e-07. Batch no: 20036335. It was reported that j-loops failed to flush or draw without large amounts of force three times during caregiver's shift. Event description per email states: per caregiver, "multiple j-loops failed to flush or draw without large amount of force, initially seemed to not flush at all. X3 issues this shift.